Event description:
It was reported that prior to implant procedure, the insertable cardiac monitor was interrogated and exhibited an error message. The device was not implanted and not used. No patient was involved.